Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the filter was returned inside of the storage tube. The filter was retracted slightly from its original position. The pusher catheter was returned kinked approximately 56.7 cm from the pusher pad. As no kinks were reported by the user the manner in which the device was packaged for return may have contributed to the kink. In addition, the tip of the dilator was returned slightly damaged. Again, as no tip damage was reported by the user, the manner in which the device was packaged for return may have contributed to the damage. Functional/performance evaluation: the filter was removed from the storage tube. The filter contained all 6 arms and 6 legs which were present and intact. Two sets of legs were found crossed. The legs were uncrossed and heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for the filter failing to advance from the storage tube into the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, it was discovered that the filter was not advancing through the deployment sheath; therefore, the filter and deployment system were exchanged out for a new filter deployment system that was prepped and deployed successfully. There is no reported patient injury.